Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was replaced (B)(6) 2012 due to normal battery depletion. Not long after replacement, he started to feel stimulation where he did not need it. The patient reported he has not felt stimulation in at least a year and that he is feeling pain again. The patient verified with the patient programmer that he is connected and that he can turn the ins on, but he is not feeling stimulation. The patient synced with the patient programmer and stimulation was on. The patient could change amplitude, groups and/or programs and the patient did not have adaptive stimulation but did not feel stimulation. The patient was redirected to their healthcare provider to have the ins and leads checked. Healthcare provider listings were sent to the patient. No further complications were reported/anticipated. The indication for implant was non-malignant pain and lumbar radiculopathy.